Manufacturer narrative:
An image was provided for review showing the permanent cautery hook with a dislodged hook and thermal damage near the conductor wire and distal clevis ear. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the energy discharge, several points on the permanent cautery hook tip were releasing sparks. The procedure was completed with no reported injury.